Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was supposed to return the sensor but could not find it. Customer had a problem with the sensor connecting to the insulin pump. Customer's blood glucose was 449 mg/dl at the time of the incident. Customer stated that his last blood glucose was over 400 mg/dl and he treated with the pump. Customer was advised that the sensor may not be working, dislodged, bent, retracted, or damaged. Customer removed the sensor and stated that it was bent. Customer reported that there was a little blood by the tape but the site was not bleeding. Customer also reported having a calibration error on the sensor. Customer was advised that a replacement sensor will be sent.